Event description:
This event did not cause patient harm. The patient was undergoing a laparoscopic appendectomy. During the procedure a blunt tipped trocar was placed through the patient's fascia and peritoneum under direct vision and sutured into place. The abdomen was insufflated with co2 but the trocar was leaking which resulted in less co2 being placed in the abdomen as is usual.